Manufacturer narrative:
The harmonic ace curved shears instrument involved in this complaint has not returned to intuitive surgical inc. (Isi) for investigation purpose. Therefore the root cause of the reported failure mode could not be determined for this alleged issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A full instrument lot sequence number was not provided by the customer. Therefore, an instrument log review of the harmonic ace curved shears instrument related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury reported. At this time it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace curved shears fell off. The fragment has been located and retrieved during the same procedure. No known impact or patient consequence was reported. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.